Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for low blood glucose. Blood glucose reading at the time of event was 86 mg/dl. The customer stated that she got change sensor alert after prolonged sensor updating alert. Customer informed blood glucose was unstable as it used to get high then low. Customer informed she got change sensor and sensor updating alert. Customer informed her blood glucose was treated by taking her to hospital. Troubleshooting for the customer¿s low blood glucose was declined. The insulin pump will not be returned for analysis.